Event description:
A nurse reported a surgeon received a "surge" during cataract aspiration in four different cases. The cases continued and were all completed successfully with no injuries to the patients. The nurse was unable to provide any patient identifiers.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation, therefore evaluation steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).